Event description:
Customer reported she had high blood glucose over 400 mg/dl. Customer experienced vomiting, excessive thirst and urination. Current blood glucose is 389 mg/dl. Customer complained about the sensor not being accurate and irritating. Customer stated she has stopped using the sensor until she meets with the doctor. Customer reported that one time the sensor was reading high, she didn't confirm with a finger stick reading and bloused. She ended up crashing, she wasn't hospitalized because she treated; she didn't t have the low value information. Customer does not trust the sensor. During troubleshoot; it was stated the drive support cap is recessed. Air bubbles were found in the tubing but no insulin leak found. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. Insulin pump passed the high pressure test. No error alarms found in the history. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.